Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the blade of the device was broken and part of it fell into the patient. The blade fragment was removed from the patient. Another like device was used to complete the procedure. There was no adverse patient consequence reported.